Event description:
Spinal concepts distributes a pedicle screw system, called incompass, rptr distributed this product for a period of 12 + months. They had numerous, crossthreading problems, which required the pedicle screws to be taken out and reimplanted at the time of surgery. At times, this would require the surgeon to reimplant the screw at less than optimal placement due to the incident. The surgeons in area brought this to the attention of the company. Initially they said it was surgeon error, then they identified instrumentation problems and changed/added instruments. This reduced the number of incidents, but did not eliminate it. Then all of a sudden there was a rash increase in incidents of screw failure due to crossthreading. It was explained to rptr by the engineer that although the screws were "in spec" they were at the low end of spec, and no matter if the surgeon placed the screws correctly, used proper technique, and caution, they could still crossthread, and need to be reimplanted. Rptr is not aware of any of the incidents in their territory, or other areas have been reported. The surgeons in area were given a warning letter from the FDA to spinal concepts dated june 2004 in regard to their qs regulation violations, and were concerned whether or not the adverse events with the incompass system had been reported.